Event description:
In 2009, the pt reported that he received an e4 (occlusion) error on his insulin infusion device after his infusion headset had been in use for 2 days. He stated his blood glucose elevated to the 400's mg/dl with his normal range being less than 150 mg/dl. Symptoms of his elevated readings were thirst and muscle aches and he treated his readings by bolusing insulin. He stated when he removed the headset he noticed the cannula was slightly bent. He said he inserted another headset which has now been in use for 2 days and his blood glucose has been fine since with his most recent reading being 94 mg/dl. Courtesy infusion sets, an infusion set insertion device and a guide to infusion site management was sent to the pt. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.

Manufacturer narrative:
No product will be returned for eval.